Event description:
It was reported that during an abdominal aneurysm procedure, the device did not cut normally. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.